Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 407652 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, rising thresholds, high impedance, and rising impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.